Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer mentioned that the sensor was triggering threshold suspend feature even his blood glucose was high. The customer's blood glucose was 455 mg/dl at the time of incident. Troubleshooting for the high blood glucose did not occur. The insulin pump will not be returned for analysis.